Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue, the device displayed all three icons and would not power on. Physio opened the device and performed an internal physical inspection. It was observed that the device had been infiltrated by water, which caused the device to corrode and rust. The device can no longer function. Based on the information available, physio determined that the likely cause of the reported issue was use error due to a failure of the customer to properly maintain their device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and their device would not power on. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.